Manufacturer narrative:
The reported premature battery depletion was confirmed. Based on device settings, the device was found to be below expected limits. An anomaly within the hybrid was found to be the cause of the premature battery depletion.

Event description:
It was reported that at follow-up, rapid battery depletion was found. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.